Event description:
The customer reported that the system did not have power going to the monitor display. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The monitor's 12 voltage power supply was replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into svc.